Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00462.

Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00462.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: m/l taper with kinectiv® stem, press fit, plasma sprayed. Size 13.5,; m/l taper with kinectiv® neck implant size p1; trilogy® acetabular shell 58mm od cluster; longevity® acetabular liner xlpe 36 mm x 58 mm 3.5mm offset. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six years post initial surgery due to pain, instability, elevated metal ions and repair of abductor tear secondary to mechanical complication of the hip prosthesis and trunnionosis. Intra-operative findings included fluid around the joint, significant corrosion on the trunnion, significant corrosion on the female trunnion of the femoral component and no corrosion noted on the female insertion site of the stem. A ceramic head was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.